Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawer would not close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failed drawer on auxiliary location 3-2 that would not close. The field service engineer (fse) retrieved a replacement half-height cubie drawer from the depot, as the existing drawer had damaged rails. The drawer was replaced, the cubies were reinstalled, and the drawer configuration was updated. After replacement, the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.